Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported kinking of the tubing set. The extension tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that a kink was noted in the tubing set, leaving it unusable for the patient. No specific details were provided. It was reported that the kink resulted in suboptimal patient care in critical situations, sometimes disrupting and interfering in surgical procedures in which they would have to adjust then restart the IV. The customer contact reported that this happens sometime between the IV getting started and the patient coming back to the operating room. It seems to start out fine with a loose loop but becomes kinked over time. There were no reported adverse patient effects and no reported delay of therapy. No additional information was provided.